Event description:
It was reported a lumbar site seroma was noted on (B)(6) 2014. On the same date, the catheter was viewed under fluoroscopy to determine if the catheter position was contributing to the side effects. The catheter was at c5 and had originally been placed at c3. The catheter was not revised. The event was considered unresolved at time of study exit/death/study closure. The pump was used to deliver dilaudid, bupivacaine and baclofen (compounded).

Manufacturer narrative:
Concomitant products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Additional information received reported that the event was unresolved with no further actions planned. The catheter dislodged from the intrathecal space.